Event description:
It was reported that the wire guide from a thal-quick chest tube set perforated the lung. The device was required for a patient with a recent history of aortic dissection, pulmonary infections, and cardiac surgery that had previously resulted in a hemothorax and subsequent drainage. The pleural drainage procedure was performed with the thal-quick without any problems or resistance. However, due to the rigidity of the wire guide, a pulmonary perforation occurred during the procedure leading to massive hemoptysis and compressive pneumothorax with circulatory arrest. The customer's medical device vigilance department and the surgeon's department met and noted the guide¿s rigidity is known and sometimes causes minor operative difficulties, but since the procedure is performed blind, this is an inherent risk of the method and the necessity of a guide; it is already factored into the risk-benefit analysis and is inherent to the technique. They question the use of it in frail patients with a history of multiple medical conditions.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt h3 - device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.